Manufacturer narrative:
Product analysis the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 19 and 61.7 cm and the right ventricular defibrillation coil was fractured at 58 cm from the connector pin. Concomitant medical products: ICD d314vrg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, several impedance spikes, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2017 it was further reported that the lead was explanted.